Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: (B)(4) - user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product letter was send to the customer to contact customer care.

Event description:
Consumer reported complaint for hi accompanied by symptoms. The expected fasting blood glucose test result range is 148-150mg/dl. The customer did report symptoms of thirst. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the living room. During the call on (B)(6) 2017, a back to back blood test was performed fasting by the customer and produced test results of 230 and 236mg/dl using true metrixmeter. The test strip lot manufacturer's expiration date is 11/30/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history. Result 1 : 236mg/dl date: (B)(6) 2017time: 13:03 fasting. Result 2 : 230 mg/dl date: (B)(6) 2017time: 15;25 05:58fasting. Result 3 : 280 mg/dl date: (B)(6) 2017time: 14:03 fasting. Result 4 : 336mg/dl date: (B)(6) 2017 time: 12:37 fasting. Result 5 : hi date: (B)(6) 2017 time: 09:51fasting.